Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited inappropriate shocks, high impedance, and questionable threshold and r-wave numbers. A fracture of the rate sense coil was noted at the replacement procedure. The rate sense portion of this lead was capped and a new rate sense lead was implanted.